Event description:
It was reported that, pt stated he had a right hip replacement and at first he felt it was a success. Then he started having trouble sleeping, he couldn't roll onto his right hip it was very painful. He went the dr and had an MRI -there was fluid on the hip. The dr aspirated 35 cc of greenish fluid. Dr stated that there was trouble with the rejuvenate stem. Pt continues to have swelling, he feels weak at times and the fluid continues to build up. Pt had more testing and dr found cobalt metal in his blood stream. Pt states his body is rejecting the implant and now the dr will monitor the fluid for awhile but a revision is eminent.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.